Event description:
Reportable based on device analysis completed on 12mar2026. It was reported that device connector was poor and no cross issue occurred. The target lesion was located in the left anterior descending artery (lad). A 1.50mm rotapro was selected for use. During the procedure, it was noted that the connector was poor and the device could not cross due to angulation. The procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition post procedure. However, device analysis revealed that the coil and burr were detached.

Manufacturer narrative:
Investigation results: device analysis findings: device evaluated by manufacturer: the complaint device was received for product analysis. A visual inspection of the device found that the coil and burr were detached. The advancer was connected to the rotapro control console system. The device was able to reach optimal speed with no resistance or issues. There was no evidence of any damage or defects contributing to the reported crossing difficulty. No connection issues were identified between the burr catheter, advancer, or console and all connections were maintained during analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review if completed: a risk review was completed and confirmed that the event of separation was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint and analysis of the complaint device, the most probable cause for this complaint was considered adverse event related to patient condition. It is known that the rotapro can be used in severe patient anatomy and that use of the rotapro within severe patient anatomy can increase the likelihood of adverse events occurring. It was considered likely that the reported failure to cross the lesion was attributable to the severe patient anatomy encountered during the procedure. The reported event indicated that the device was not able to cross the lesion and the connector was poor. Product analysis did not confirm the reported events, as there were no damages or defects identified with the device and it was able to reach and maintain optimal rpm with no resistance or issues. No connection issues were identified between the burr catheter, advancer, or console during analysis. As no connector issues were identified during analysis, the cause code no problem detected was used for the reported poor connector. During analysis, a burr and coil detachment were identified. The reported events do not indicate any device damages or failures during unpackaging, preparation, or testing. As there is no indication of a device detachment prior to use, it was considered likely that the identified detachments were attributable to procedural factors. The cause code adverse event related to procedure was used for these damages.